Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 319.006. Synthes lot: 6618831. Supplier lot: na. Release to warehouse date: march 23, 2011. Manufactured by synthes jennersville. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Picture review: the received picture confirm the issue as per event description that the tip is broken off the casing; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date, the decontamination staff member identified that the depth gauge was broken when it came down for cleaning and sterilization. The tip was broken off the casing. No further information provided. This report is for one depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).